Event description:
A caller reported that the insulin gauge on their pump displayed an amount different from expected, leading to an ongoing discrepancy in the fill estimate. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.